Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said since having the implant put in "its sending shockwaves every time I move, I feel it in my bottom side, rectum and scrotum and its messing with my prostate and goes down my legs". Pt says "98 percent of my pain is on the small of my back" but its not helping that pain, and pt said they are "in worse shape now since before I got the implant". Pt said they went to hcp office and was told to call patient and technical services to reach their manufacturer representative (rep). Pt mentioned they are getting an x-ray done today. The issue was not resolved. Emailed local reps asking them to call patient back. Rep e-mailed back and said they have spoken with the patient.